Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00840009000, humeral screw kit, 2 screws, lot 63676359, 00840004610, humeral component, lot 63287682, 00840001609, ulnar component, lot 62372301, 00111904001, bone cement, lot 83234431. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00046.

Event description:
It was reported that approximately ten (10) months post implantation, the patient underwent revision of the humeral screws and articulation device due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.